Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro 2 jaws would not close completely. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no signs of clinical usage and no evidence of blood. A visual inspection did not identify any non-conformities with the device. A pre-cautery test was performed on the device with a reference power supply and cable. The device passed the pre-cautery test as it produced steam and heat when it was activated several times. During the test, the jaws of the device opened and closed properly. Based upon the evaluation results, the reported complaint was not confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).